Event description:
It was reported that, the patient underwent routine urinary catheterization following cervical cancer surgery. On the first postoperative day at noon, during vaginal cleansing, the nurse discovered the balloon of the foley catheter had detached. Examination revealed a 3cm tear in the balloon. The incident was immediately reported to the attending physician, and the catheter was replaced with a disposable one. The patient experienced no adverse effects.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). A potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speed out too slow. Based on information in the fmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU is attached in the investigation overview tab. The labeling and instructions for use were found to be adequate. This report references a us equivalent device. The us UDI equivalent for this product number is used. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the patient underwent routine urinary catheterization following cervical cancer surgery. On the first postoperative day at noon, during vaginal cleansing, the nurse discovered the balloon of the foley catheter had detached. Examination revealed a 3cm tear in the balloon. The incident was immediately reported to the attending physician, and the catheter was replaced with a disposable one. The patient experienced no adverse effects.